Event description:
It was reported that the patient desaturated while connected to the ventilator and the ventilator alarm was "very low". The patient was hooked up to a pulse oximeter which did alarm but the patient had already desaturated. After the nurse manually bagged the patient, the patient recovered. The patient was placed back on the ventilator only to have the same event occur again. The patient was then placed on a back-up ventilator.